Event description:
It was reported that the patient complained of stimulation in the wrong location. The patient was receiving stimulation in the abdomen and groin. The patient fell over a year ago and hadn¿t been seen for reprogramming since the fall. As a result the patient experienced less than 50% therapy relief at the right leg. An impedance check showed no electrodes were out of range. It was unknown what the cause of the issue was as well as if the issue was resolved. Stimulation was reprogrammed to avoid abdominal and groin stimulation and the patient went home. At the time of the report the patient was alive with no injury. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID 3778-60, serial# (B)(4), implanted: (B)(6) 2012, product type: lead; product ID 3778-60, serial# (B)(4), implanted: (B)(6) 2012, product type: lead; product ID 37743, serial# (B)(4), product type: programmer, patient. (B)(4).